Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter, the device experienced foreign matter on the IV needle. The following information was provided by the initial reporter. The customer stated: it was reported that: needle had substance on it. IV needle had a substance on it.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter, the device experienced foreign matter on the IV needle. The following information was provided by the initial reporter. The customer stated: it was reported that: needle had substance on it. IV needle had a substance on it.